Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject self medicated at home and received a loading dose of 325 mg aspirin a day prior to the index procedure. A lotus introducer sheath was placed and then the aortic valve was treated with the placement of a 23 mm lotus edge valve. Successful repositioning of the 23 mm lotus edge valve involved complete re-sheathing of the 23 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, the subject developed transient chb during and post transcatheter aortic heart valve replacement(tavr) requiring temporary pacing wire maintenance. Telemetry was performed as diagnostic test for the event and the subject was admitted to intensive care unit(ICU) for observation. At the time of reporting, the event was considered to be not recovered. Seven (7) days post index procedure, the subject was presented to the emergency room(ER) with complaints of multiple near-syncopal events. The subject was hospitalized on the same day. Electrocardiogram (ECG) revealed sinus rhythm with pac's and 3rd degree av block and right bundle branch block. Lab test was performed as the diagnostic for the event. Medication was given to the subject to treat the event. Electrophysiology was consulted and a permanent pacemaker was recommended due to complete heart block. A new dual chamber cardiac pacemaker (non-bsc) was implanted successfully. The event was considered to have resolved on the same day. The subject was discharged with clopidogrel (75mg) and aspirin (81mg) the next day.